Event description:
A pt service rep (psr) contacted zoll customer support while fitting a (B)(6) male pt to report a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. During eval, the monitor displayed code 204. The cause for the service code was a damaged smd crystal oscillator component y402 on the computer / analog (ca) board. The cause of the code 204 is a disruption in communication between the monitor and the electrode belt. The cause for the disruption in communication is the damaged y402 component. The root cause for the damaged y402 component cannot be positively determined but is likely excessive strain placed on the component. No adverse event resulted from the defective oscillator. The pt received a replacement monitor.